Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps where the home patient disconnected without capping off the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. The guide also provides step-by-step instructions for properly conducting an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient failed to follow therapy steps during peritoneal dialysis (pd) therapy. The patient disconnected from the homechoice but did not place a cap on the patient line, causing a breach in the sterile pathway. The patient would complete therapy by starting over with new supplies. There was no serious injury or medical intervention associated with this event. No additional information is available.